Event description:
Patient presented to the physician with suspected infection at both incision sites. Physician brought the patient into the or and noted possible infection at the ipg site but no confirmed infection at the neck incision site upon examination. Physician opened the ipg pocket, performed a washout procedure with saline and antibiotic solution, and closed the site. The patient will complete the course of antibiotics prescribed prior to the procedure. Culture results returned positive for infection. Patient returned to the physician for a post-op follow-up appointment where improvement was noted.